Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for initial implant, the lead could not be repositioned into the right atrium due to unknown reason. Several attempts of positioning at different locations failed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.